Event description:
It was reported that the customer received a motor error and a compromised force sensor system alarm. Insulin squirted out during the manual prime process. The customer's blood glucose level was 181 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. No motor error alarm noted during testing. The motor was tested outside of the insulin pump and passed. The insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked belt clip slot, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.